Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed "out of service - revert to manual CPR" system error. There was no patient involved with this event. No additional information was provided.